Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc# (B)(4)

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2015 and received several unsuccessful cavity integrity assessment (cia) tests. The physician removed the disposable device and performed a hysteroscopy. A uterine perforation was visualized. It is unk if intervention was required. Dilatation (not hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.